Manufacturer narrative:
UDI: (B)(4). The pipeline flex was returned for evaluation without the sheath and the catheter. The pipeline braid was found to have already been deployed and not attached to the pushwire. Since the pipeline braid was found to not be attached to the pushwire, the distal and proximal ends of the pipeline braid was unable to be determined. One of the pipeline braid was found to be fully open with severe damage (frayed) while the other end was found to be fully open with no damage. The proximal end of the tip coil adjacent to the distal dps restraint was found to be stretched. However, the cause for the damage could not be determined. No other anomalies were observed. Based on the analysis findings and the reported event details, the customer¿s complaint was not confirmed. The pipeline braid was found to be fully open, with one end having severe damage (frayed) while the other end had no damage. The cause for the damage is likely due to the physician resheathing the pipeline braid more than recommended 2 times. Per pipeline flex instructions for use: ¿resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿

Event description:
Medtronic received information that the pipeline flex device would not open distally. The patient was treated for an unruptured saccular aneurysm located in the opthalmic segment of the right internal carotid artery (ica). It was reported that the device was delivered using a combination of pushing the delivery wire and unsheathing. Three attempts were made to resheath after approximately half of the device was deployed; however the distal part of the device could not be opened. The physician removed the device by resheathing. No patient injury was reported as a result of this procedure.